Event description:
The patient presented to the physician with severe pain, redness, and warmth at the ipg site. Imaging showed no signs of infection or other medical concerns. However, due to persistent pain, the physician brought the patient to the or and removed the entire inspire system.